Event description:
Bag of newly primed lipids would not infuse past the filter, requiring the lipids to be primed a second and then third time to finally get them infusing without an "occluded" warning. Patient had a new bag of lipids due. This rn (unit tl (team lead)) primed the lipids with correct tubing, however the lipids would not prime past the lipid filter without requiring force (had to put the lipid tubing on the alaris pump to finish priming them). When lipids were connected to the patient, they continuously beeped off 'occluded', even after: troubleshooting to ensure an absence of kinks in the line, after flushing the cvc with no resistance, and changing the alaris pump channel. This nurse then re-primed the lipids with new lipid tubing, and was unable to prime the lipids past the filter again. To minimize entry into the sterile lipid bag, this nurse and the bedside nurse decided to prime the lipids a third time with regular IV tubing. The lipids then infused with no issues, leading us to believe the issue was with the filters of the lipid tubing. Tubing and tubing packaging was saved for this icare and management follow up. Some lot numbers of lipid tubing seems to have a faulty filter that does not allow the lipids to infuse through it-- lot number for 2nd tubing used in this incident is: lot (10)20105848. There was no detectable harm.